Event description:
The patient then reported capsular contracture baker grade unspecified. Histopathology report showed benign findings.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported "swelling," "seroma," and "suspected rupture." This is for the right side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported "baker capsular contracture grade iii." Device was explanted.